Event description:
It was reported that the customer's insulin pump was cracked near the reservoir compartment. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube, cracked pump belt clip slot and cracked lcd window at the upper left side corner. (B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.